Event description:
It was reported that at implant, the helix of the right ventricular (rv) lead was unable to be extended or retracted after the lead was repositioned in the ventricle. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was cut, there was blood/body fluid on several conductors (not obstructed), all insulators were breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage.